Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis. The customer was also vomiting. The mother also reported that the screen would sometimes turn off and on for no apparent reason. Advised that the insulin pump would be replaced. Nothing further was reported.